Event description:
Per physician, device inserted without any difficulty or resistance, not a tortuous or calcified vascular access. Physician stated met mild resistance on removal, device was curled when removed from patient, vendor representative was in room and aware.

Event description:
Per physician, device inserted without any difficulty or resistance, not a tortuous or calcified vascular access. Physician stated met mild resistance on removal, device was curled when removed from patient, vendor representative was in room and aware.